Event description:
Very disappointed with the new dexcom g7 I liked the quick pair time, I liked the extra hours to replace the quick glance at clarity, but now after dealing with several app crashing scenarios, the trouble shooting to figure out it's a gps issue, having to re login as a new user dozens of times to brute force the sensor pairing, remembering the box number, and finally not having the trust you want out of a tiny sticky patch. I'm going to say no to the g7. Stick with the g6 if I can no, I am not one of those complaining patients, I really dove into the g7 with a fun spirit, but this shit sucks. While working I can't spend time dealing with a faulty app crashing because it wants to and then continue to spend time out of my day trying to sync it back into shape, and treating me like a new user every single time.